Manufacturer narrative:
Concomitant medical products: product ID: 3058 stim ipg, implanted: (B)(6) 2021; product ID: 978b128 stim lead, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four days post implant the patient experienced diaphragmatic stimulation. It was further reported that the right ventricular (rv) lead exhibited high thresholds. The rv lead was explanted. No further patient complications have been reported as a result of this event.